Event description:
Initial info received from a physician nurse on (B)(6)-2010: a (B)(6), female, received treatment with poly-l-lactic acid (sculptra) on (B)(6)-2009, and (B)(6)-2010. On (B)(6)-2010, the pt developed little hard knots under her eyes at injection site. She reported that from the chart description the nodules were visible, palpable, and spans the lower lid under eye; the physician tried dilution with steroid injections with no change in nodules. The physician was able to surgically excise the nodules with no complications and has retained the excised nodules in preservative jar and will submit for analysis if requested. Concomitant medication and medical history were not provided. No further relevant info provided.

Event description:
On august 3, 2010, the lay user/patient contacted lifescan (lfs) alleging that her onetouch ultra2 meter was reading inaccurately high compared to another meter. The complaint was classified based on the customer service representative (csr) documentation. The patient alleged that the issue began on the morning of (B)(6) 2010 (time not specified). The patient reported blood glucose results of "160 mg/dl" with the subject meter and "125 mg/dl" on her secondary onetouch ultra2 meter, performed within 30 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results do not exceed the expected value of <= 30% and/or <= 30 mg/dl. In addition to oral medication (type and dose unspecified), the patient stated she also manages her diabetes with diet and/or exercise. However, in response to the alleged issue, the patient claimed that at an unknown time (on (B)(6) 2010) she consumed less food/drink. According to the csr's documentation, the patient claimed that on 2010 (time not specified) she developed symptoms of shaking and felt disoriented as a result of the alleged issue. The patient denied receiving any medical intervention or treatment as a result of the alleged inaccurate high reading. During troubleshooting, the csr confirmed the patient was using the proper testing technique, she was cleaning the puncture area properly, the subject meter was set to the correct unit of measure setting (mg/dl), the test strips she was using were within the expiration date, and the blood glucose results were from the approved (per owner's booklet) sample site. Replacement products were sent to the patient. Based on the information provided, this complaint is being reported due to the following conclusion: the patient claimed that she developed a symptom that can be associated with a serious injury after the alleged issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.the 510(k) # is k053529

Manufacturer narrative:
The lay user/patient's meter has been returned and evaluated by lifescan product analysis with the following findings: the meter involved in this case has passed all testing with no faults found. The retain test strips also passed all testing. If any additional information is available, the FDA will be notified in a second follow up report. At this time, we consider this matter closed.